Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic heart valve post-implant angiography showed persistent bleeding from the left common femoral artery. A blood transfusion and balloon angioplasty were performed. After four sequential balloon dilatations, residual contrast extravasation was noted. A self-expanding stent was placed in the distal left external iliac proximal to the common femoral artery. This successfully sealed the extravasation with normal flow into the superficial femoral artery. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. Conclusion: per the corevalve instructions for use (IFU), major or minor bleeding is a potential procedural complication and is associated with any cardiac or thoracic procedure, open or catheter-based, and may or may not require transfusion or intervention. (B)(4)